Manufacturer narrative:
The name of the hospital were the event occurred is (B)(6) hospital. The address is (B)(6). The device was not returned to the manufacturer at the date of this report. A follow-up medwatch will be submitted once the investigation is completed.

Event description:
It was reported that the modular electric/battery single trigger handpiece 89-8507-400-10, serial number (B)(4) did not work. The surgery delay was around 2 hours. There was no additional harm or injury to patient/operator reported.

Manufacturer narrative:
Universal modular electric/battery single trigger handpiece, serial number (B)(4) was returned for complaint investigation. Visual and functional tests were performed. Upon receipt, it was confirmed that the controller board wires were defective and the wire connecting the controller board to the trigger board was not tightened at trigger board level. The event reported by the customer "does not work" was confirmed because the device was not functional due to the untightened wire. As repair, the controller board and the wire connecting the controller board to the trigger board were replaced. After final tests, the device was returned to the customer.

Manufacturer narrative:
Additional information was received on initial reporter.